Event description:
It was reported that the patient received a patient notification alert at home. Upon interrogation, the device presented an alert stating possible output circuit damage. Review of device image showed that one charge had been aborted. A capacitor maintenance was performed and was unsuccessful. The device was explanted.

Manufacturer narrative:
The reported field events of device reset and output anomaly were confirmed in the laboratory. The device had a power on reset due to shorted output stage detection and then went into backup vvi reset mode. Analysis identified damage to components in the high voltage output circuit. The root cause of the damage was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.